Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The sample initially resulted as > 3000 pg/ml accompanied by a data flag. The sample was repeated, resulting as 1234 pg/ml. The sample was repeated a second time, resulting as < 5.00 pg/ml accompanied by a data flag. Upon investigation, the value of < 5.00 pg/ml is deemed as the correct result. No adverse events were alleged to have occurred with the patient. The e2 reagent lot number was 21731301. The reagent expiration date was asked for, but not provided. On review of calibration data, wide signal variations were observed and there were failed calibrations in january 2018. Precision studies were performed. There were no quality control measurements performed prior to patient sample measurement. The customer used 13 mm diameter tubes, but did not used required rack adapters for 13 mm diameter tubes. The customer also appeared to use a sample cup container which is not manufactured by roche. The sample was not inverted for mixing and coagulation time was too short. Upon review of the alarm trace, many "reagent rotor cover open" messages were observed. The instrument and sample probe were observed to not be clean. The investigation was unable to find a definitive root cause.